Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2024-00525. It was reported that one lead had fractured and subsequently migrated to t3-t4 and the other lead had migrated to t10. Surgical intervention may be undertaken to address these issues.

Manufacturer narrative:
Section b3: date of event is estimated.